Event description:
Additional information received reported that the explant date was to be scheduled. The patient was tested for impedance and reprogrammed in (B)(6) 2015. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was high impedance greater than 4000 ohms. All electrodes except #3 were non-working. The actions required as a result of the event were reprogramming and replacement. The diagnostic testing or troubleshooting performed was reprogramming and impedance testing. The issue was not resolved and the cause of the issue was determined to be a fall. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had a fall and had a loss of therapeutic effect and less than 50 percent therapy relief. The action required as a result of the event was that the patient was going to meet with the surgeon and manufacturer representative to ascertain issues and discuss options. The patient would have an appointment with their health care provider (hcp) on (B)(6) 2015. The action was not taken yet but was planned. Diagnostic testing or troubleshooting would be performed in the future. It was unknown if the product issue was resolved and unknown if the cause of the issue was determined. The implantable neurostimulator (ins) and the lead were implanted and remained in service. The patient status was alive with no injury. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0nsgb, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.